Manufacturer narrative:
(B)(4). We received one used, completely filled easypump ii lt 125-25-s without packaging (contaminated with 5-fu). The received sample was taken to a visual inspection. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was not closed. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Further on, we detected residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. A functional test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Furthermore, we tested the flow rate of the received sample. Nominal: 5 ml/h. Actual: 4.7 ml in 1 h; 9.5 ml in 2 hrs and 30.6 ml in 15 hrs (60 % of the total running time). The inspected sample is not accordance with our requirements. The cause for the variation in the volume cannot be assessed. We have informed our manufacturer accordingly. Statement: we received one used, completely filled easypump ii lt 125-25-s without packaging. Sample is contaminated with cytotoxic drug. Corrective measures regarding flow rate issues have been initiated and are documented under CAPA (B)(4). We assess this complaint to be justified. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): the pump did not work correctly.